Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -12.5/1.5/92 (sphere/cylinder/axis), was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a longer length lens due to low vault. It was reported that this exchange did not resolve the problem. Cause of event was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).